Manufacturer narrative:
Initial reporter section: occupation - unknown. Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided, we can see an x-ray image of the ssr tip inside of the patient. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on the photo and the statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the information provided indicated that the user dilated with the stent retriever. Use of the device for dilation/cannulation is against the intended use and is the most likely cause for the reported observation. The intended use states, "this device is used to remove stents from the biliary and pancreatic ducts while maintaining wire guide placement. Notes: do not use this device for any purpose other than stated intended use." The instructions for use contains the following warning "this device is not intended for dilation, as this could result in pancreatitis, perforation, or tissue inflammation." Prior to distribution, all soehendra stent retrievers are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information regarding in-service request: based on the information provided that the device was used for dilation, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure, the physician used a cook soehendra stent retriever. The physician used the device to dilate because it was difficult to enter the catheter due to pancreatic duct stricture in the patient, who has chronic pancreatitis. In the process of entering and dilating with the stent retriever, the tip of the device fell off the shaft. The customer used several products to remove the stent's tip but it was unsuccessful. The tip of the device remained inside the patient's body. It was attempted to retrieve the stent with an extraction basket, and two different dilation balloons, but were unsuccessful. The patient required an additional procedure scheduled at a later date to remove the tip after extracorporeal shock wave lithotripsy (eswl). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.